Event description:
It was reported the gastrointestinal videoscope had no image and snow/black and white lines displayed. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image and white residue in the air/water cylinder. A root cause could not be identified. Based on the results of the investigation, it is likely no image/noisy image was due to a faulty plug unit and cable unit. Based on the results of the investigation, a root cause for the white residue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.